Event description:
The pt underwent treatment with the wingspan stent for intracranial atherosclerotic disease in the right vertebral artery. The pt was also treated with a wingspan stent for a left vertebral dissection observed prior to intervention of the right vertebral target lesion. Pre-procedure stenosis was 70%. Predilation with a non-boston scientific balloon was performed, then implanted with a wingspan stent. Residual stenosis was 70%. Prior to the treatment of the right vertebral artery, the pt was treated for a left vertebral artery dissection with another wingspan stent. No complications listed during both procedures. The pt was discharged 7 days post-procedure. The user facility later reported that the pt had a stroke in '06 and expired at approximately 4 months later.

Manufacturer narrative:
Boston scientific was unable to perform a review of the device history record (DHR) as no lot number was provided. The device remains implanted and is therefore unavailable for evaluation. It was reported that following successful implant of the stent, the pt suffered from a post-operative stroke with an eventual outcome of pt death. There was no allegation of product malfunction. The stent was reported to have been implanted without complications. The reported stroke and outcome of death are considered anticipated procedural complications and are included in the labeling of this product as a potential complication of these types of procedures. There is also no indication of off-label or device misuse based on the info provided by the user facility. Therefore, it has been determined that the cause of this event is related to an anticipated procedural complication indicative of this type of procedure.